Manufacturer narrative:
The force bipolar instrument was analyzed and was found to have a severely bent grip with severe misalignment of the grip-tips causing issue reported by the customer. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the force bipolar instrument tips were not lined up, and it was stuck in the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tips of the instrument would not line up and the wrist was slightly bent, not allowing it to be removed. The instrument was inspected prior to use and no damage was observed. The port incision was not increased in order to get the cannula and instrument removed.